Event description:
A volume discrepancy was reported, the actual residual volume (arv) was greater than the expected residual volume (erv); arv 20 ml, erv: 5 ml. A flipped pump was confirmed and a revision was to be done. It was stated that following implant in (B)(6) 2011, the patient was started on a lower dose and it was being titrated up. Patient experienced symptoms of underdose/withdrawal, especially increased baseline pain. There were no pump alarms and the event logs were normal. The drug delivered via the device was not reported. Additional information has been requested from the healthcare provider, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
A dye study was performed and the catheter was obstructed. Upon revision, a coiled up segment of catheter (close to the pump) was noted when the pump pocket site was opened. The hcp removed that segment and then csf was free flowing and the remaining catheter was aspirated, so he did not feel that the entire catheter required replacement. He attached a new catheter segment to the remaining catheter segment and a new priming bolus was programmed for the entire total catheter length. The hcp also placed a dacron pouch around the pump to further secure the pump in an effort to prevent the pump from flipping in the pocket site.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4). New device and conclusion codes were updated for this supplemental report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that a catheter "kink or clog" had occurred. The patient mentioned her second surgery was a catheter change and pump problem. The patient stated that the pump was 'spinning on itself," and the pump was explanted in (B)(6) 2012. During the first procedure, the surgeon "took all the extra pumping, all the extra catheter, and spliced the catheter back together." Following the first surgery, the physician stated that there was "too much room" for the catheter to move around; it "spun like crazy" and finally kinked. A dye study indicated that "it was a mess," and the patient was taken back to surgery. The second surgery was for another revision of the catheter. The drug used within the system was fentanyl.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the patient, they used dye and fluoroscopy and were able to open up the catheter tip. After which, they dropped her from 4000 mcg/day to 2. With the thinking that the flow would eventually slow down; which it did, but it didn't stop.